Event description:
It was reported that the patient for in-clinic follow up. An interrogation of the device revealed false episode of atrial tachycardia and fibrillation. The episodes were the result of oversensed noise exhibited by the right atrial lead. No interventions were made. The patient was asymptomatic.